Manufacturer narrative:
We have not yet received the complaint device for evaluation as it is in the process of being returned to us. Hence, at this time, we could not conclusively determine the root cause of the defect. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. As a result of similar reports from other users, we have initiated a corrective and preventive action (CAPA) to investigate the potential root cause(s) of this issue and prevent them from reoccurring. This CAPA remains an active project at this time. Device was not used in the patient. Procedure was completed using another f3 shunt that they had in stock.

Event description:
During carotid endarterectomy, on testing the balloons of the f3 carotid shunt with saline before implantation, the surgeon discovered that the safety balloon was leaking. As soon as this was discovered, an alternative shunt was picked off the shelf, tested and placed in position for the operation.